Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that erroneous results were received when using a discardit¿ ii syringe w/o needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that erroneous results were received when using a discardit¿ ii syringe w/o needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that erroneous results were received when using a discardit¿ ii syringe w/o needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no photos or samples were returned for evaluation. DHR review for lot number 1607189: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (july 24th - 25th, 2016). Syringes were assembled in machine nº4208, nº4204, nº4252, and nº4251, in lot #6196262 (july 18th - 25th, 2016) and in lot #6207278 (july 25th ¿ 30th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6204390, #6196231, and #6176313, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6204396, and #6196235, and no problems, defects or qn related to the reported issue were found. Based on the customer description, we consider that the particles could be composed by lubricant from the syringe barrel. It is possible that the particles are composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.